Event description:
A surgeon reported the infusion line dislodged from the cannula due to a "loose fit" during a procedure. There was no patient harm.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this one of two complaints reported for this issue. This is one of one complaint reported against the finish goods lot and the device history record (DHR) shows the product was released per specifications. The returned samples were received and visually inspected with the aid of microscope. No deformity was observed. The fitting between the trocar and infusion cannula was investigated by dropping the returned infusion cannula into the returned trocars at different orientations. The infusion cannula fell all the way into the trocars without any extra pressing force. This is non-conforming per the design, which requires interference between the infusion cannula and the trocar cannula at all orientations. Although the root cause is unknown, the customer's complaint was verified and it is believed to be related to design specification. An action has been opened to determine a root cause and implement appropriate corrective action for complaints of a similar nature. (B)(4).